Manufacturer narrative:
On (B)(6) 2013, the rash resolved. It was reported that all other events resolved by (B)(6) 2013. The device history records for the reported lot were reviewed. All required incoming, in process, and final release testing specifications for this lot were met prior to release.

Event description:
A (B)(6) physician reported this event to merz, (B)(4). On (B)(6) 2013, day 8 after treatment with 3 cc of radiesse dermal filler, a patient presented significant generalized facial and ocular edema, rash and erythema. The symptoms began at the injection points and treated areas and then spread all over the face and eyes. Reportedly, there was edema in eyelid, erythema and itching. The patient went to urgent service and was hospitalized. The diagnosis was injectable implant reaction. Corrective treatment comprised of intravenous corticosteroids, antibiotics and antihistamine. The oral treatment lasted for three weeks. The patient could not go to work due to the intensity of the events.